Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stimulation and gastrointestinal/pelvic floor. It was reported that they were having pain at the ins site. They stated their doctor was aware as they have had to move the device in the past due to this. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the pain at the ins site started in 2017 after the patient lost about 25-30 pounds.